Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited horizontal stripes on image. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction horizontal stripes on image due to defective printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.